Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one one-link needlefree IV connector in which CT unit reported a no flow situation. The user attempted to use several on-link caps without success. After 45 minutes, a microclave clear device was placed on the IV line and immediate flow was obtained. This resulted in the delay of the patient's CT procedure as well as a greater back-log of ER patient awaiting CT procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available. Therefore, the reported condition could not be confirmed and a root cause could not be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.